Manufacturer narrative:
One administration set was received for evaluation. The device was in used condition. Visual inspection did not detect any damage that could contribute to the reported event. Functional testing was performed and no leaks were found. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette had leakage at the top where the tubing connects to the bag. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08645 is no longer considered reportable, please disregard any MDR reports associated with it.